Event description:
Medtronic received information that a ped3 pipeline had distal fish mouth when evaluated in the 6 month follow up. The patient was being treated for a saccular, unruptured aneurysm in the left pcoma/internal carotid artery (ica). The max diameter was 12mm. The neck diameter was 6mm. The distal landing zone was was 3.5mm and the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The devices were prepared according to the instructions for use (IFU). No symptoms were reported.  Ancillary devices: phenom 27 fg15150-0615-1s de19-051 microcatheter , double stryker target 360 coils. Additional information received reported that the patient did not experience any symptoms or injury, and no additional actions/inter ventions were performed. The point of view of the inr was more about the lower radial force of the device. The patient was undergoing flow diverter assisted coiling for a left side carotid-ophthalmic aneurysm. The patient was first treated with stryker coils, and after a pipeline vantage was deployed. During the post procedure diagnostic angio, the inrs noticed a distal mca thrombosis and decided to treat it with mechanical thrombectomy only with a stent retriever low profile (tiger retriever). The inrs after the imaging evaluation saw the thrombosis after the deployment of the coils and did not relate this transitory ¿¿complication¿¿ to the device. The fish mouthing was related to the mechanical thrombectomy maneuverers. There were different projections of the stent without alte rations and with alterations of the distal end.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.